Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons were responsive. Customer's blood glucose was 451 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.